Event description:
The manufacturer received information alleging a patient experienced active exhalation valve (aev) alarm while using a trilogy evo o2 device. There was no allegation of serious or permanent harm or injury. No medical intervention was specified by the patient. The trilogy evo o2 device was returned to the manufacturer service center for evaluation, and the customer¿s complaint was confirmed. During the evaluation it was noted that devices proportional valve had caused the aev alarm to occur on the device. In conclusion, the device's proportional valve was replaced to address the issue. The root cause is confirmed at this time.